Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set had flow issues. The following information was received by the initial reporter with the verbatim: type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient: incident details: ? Defective tubing ? Fluid was able to prime through the ICU medical bi-fuse and bd alaris pump infusion set 0.2 micron filter, but when ran on the pump the fluids travelled backwards; high resistance when pushing and pulling with a 20ml syringe on the medication port from the nacl bag; new pump tried; did not work. New line primed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.